Event description:
Two lesions were treated during the index procedure, two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted, one at the distal rca and one at the right pda. Pt was asymptomatic / free of symptoms at 30 day, 6 month, 1 yr, 1.5 yr and 2 yr follow ups. It has been reported that approx 2 yrs post indeed procedure, the pt suffered an mi. The investigator has reported that it was an acute non-stemi, non q-wave mi which did not involve the target lesion. The pt was taking aspirin 24 hrs prior to the event. Approx 4 days post the mi event, the pt died. The investigator has reported that the death was a non-sudden cardiac death which was associated with an mi, there was no evidence of stent thrombosis. Event reported as, "vf arrest with a down time of 25 mins, pt was transferred to ICU, further complicated with hypoxic brain injury." (Ref MFR # 9612164-2011-00569).

Manufacturer narrative:
(B)(4): (mi and death).